Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The air detector door was broken, the plunger would not retract all the time and the speaker did not make noise when an alarm was triggered. The tower had an obsolete clear float switch, known to crack, will be replaced per pm. The device was out of calibration, faulty top socket thermistor, recirculating water temperature was measured to be 41.1c, it should measure 41.7° ± 0.1°c. The ribbon portion of the membrane switch has a segment that became delaminated with signs of corrosion starting on the traces, will be replaced per pm. Filled device with fluid, installed a temp check e6233 and an f-30 gas/vent test filter, then performed visual/functional tests per sr-1274. The customer's indicated failure was confirmed, as the door assembly on the air detector was broken, the plunger would not retract as it should, and the speaker didn't work. The root cause could not be definitively determined; however, the most likely cause would be wear and tear from the device being 16 years old. As a result, the control board, solenoid/solenoid bracket and door assembly were replaced. The device passed tests per sr-1274 after repairs were performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.d4. UDI & h4. Mfg date

Event description:
It was reported that the air in line sensor was bad. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.